Event description:
It was reported that the customer was hospitalized with low blood sugars. The pump had missing display segments but the troubleshooting indicated the device was working properly. Recommended contacting their physician regarding other possible causes.